Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error code. Technical services (ts) discussed that this was due to high magnet use from an external source causing device beeping. The battery depletion appeared to be related to sustained device beeping. Ts advised the healthcare professional to alert the patient that during magnet exposure, therapy will be inhibited. The battery behavior was checked by technical services (ts) and it appeared the device was depleting normally to date. No adverse patient effects were reported. The device remains implanted.